Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded atrial tachy response episodes with atrial far field over sensing of the right ventricular pacing. Extending atrial blank after the right ventricular pacing was recommended for this crt-p that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.